Event description:
It was reported that the patient was unhappy and wanted better far vision versus near vision. The intraocular lens was explanted in a secondary procedure on the patient''s right eye. The lens was replaced with a model zcb00 19.5 diopter. There was no complaint on the lens. It was stated that the outcome was successful.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.